Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/29/2020 h.6. Investigation: seven samples were returned for investigation. 1 complaint sample and 6 unopened reference samples (lots: 20073319 and 20073327) were returned for investigation.the primary tubing was primed with water and the secondary tubing was primed with methalyne blue water. Tubing was allowed to flow freely. Run was completed without any issues. No blue dye was found running up the primary line to the primary bag. The customer complaint that an IV tubing malfunction caused IV medication to run up the primary line and into the primary bag; filling the drip chamber and infusing into the bag, instead of running down the line to the patient could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0500 lot number 20073319 was performed. The search showed that a total of 34563 units in 1 lot number was built on 16jul2020. A device history record review for model 2426-0500 lot number 20073319 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. See h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced concurrent flow/simultaneous flow (underinfusion). The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20073319 or 20073327 I have another IV tubing malfunction to report. The patient was not harmed as this was noticed quickly, however this malfunction could have easily been missed and resulted in under-dosing of chemotherapy. We were administering a secondary bag infusion of IV venofer (a dark fluid) onto a primed primary line of fluid via an infusion pump. However, the IV venofer did not run down the line to the patient, it instead ran up the primary line and into the primary bag; filling the drip chamber and infusing into the bag. Upon pinching the primary line above the secondary connection, the infusion was a ble to run freely with no other troubleshooting. All clamps were open and the IV site was in-situ and flushed well. In this case because of the drug being a dark fluid this was easily noticed, but I do have concerns about other medications that are clear going un-noticed. Staff will save the entire set for me to send in, but I am not sure of the affected lot numbers as we had two primary lots used in today¿s preparations (20073319; 20073327).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20073319 medical device expiration date: 2023-07-15. Device manufacture date: 2020-07-15. Medical device lot #: 20073327. Medical device expiration date: 2023-07-15 . Device manufacture date: 2020-07-15.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced concurrent flow/simultaneous flow (underinfusion). The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20073319 or 20073327. I have another IV tubing malfunction to report. The patient was not harmed as this was noticed quickly, however this malfunction could have easily been missed and resulted in under-dosing of chemotherapy. We were administering a secondary bag infusion of IV venofer (a dark fluid) onto a primed primary line of fluid via an infusion pump. However, the IV venofer did not run down the line to the patient, it instead ran up the primary line and into the primary bag; filling the drip chamber and infusing into the bag. Upon pinching the primary line above the secondary connection, the infusion was a ble to run freely with no other troubleshooting. All clamps were open and the IV site was in-situ and flushed well. In this case because of the drug being a dark fluid this was easily noticed, but I do have concerns about other medications that are clear going un-noticed. Staff will save the entire set for me to send in, but I am not sure of the affected lot numbers as we had two primary lots used in today¿s preparations (20073319; 20073327).